Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value went 65 to 85 mg/dl at the time of the incident and current blood glucose was 46 mg/dl. Customer treated with food. The customer was declined troubleshooting for low blood glucose. Product will be returned device for analysis.

Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during prime/a33 test due to loose/protruded drive support disk. Insulin pump was received with missing end cap sticker. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.